Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he needed to meet with a manufacturer¿s representative (rep) who can help trickle charge his ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they hadn't used their stimulator in a while and needed a MRI of their neck for a pinched nerve but they wouldn't give it to them until they could get the implant into MRI mode. Patient mentioned they can't hold their neck up and were in agony. Patient stated they had a lot of swelling on their spine and once the swelling went down, the stimulation kind of drifted off in the area that they needed. Patient said when the stimulation was working on the pain area, it was awesome but when the swelling faded off, they couldn't get the stimulation right back to where it needed to be to where they needed the stimulation. Patient mentioned the pain radiates from one place to another and as they move, they have lots of issues with their back and hip. Patient mentioned they met with a manufacturer rep years ago and tried recalibrating the stimulation several times but couldn't quite do it so they just stopped using the device. Patient then said they let the implant battery go dead and didn't keep it charged. Patient stated their insurance wouldn't cover the meeting at the doctor's office so they didn't know what to do. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the reason for call was because the patient stated that he needed an MRI but he was unable to pair his external equipment to get the MRI eligibility. Patient stated he had not used the device for a couple of years, 6 months after his implant, because once the swelling went down from surgery, he was not able to get the correct location of the stim for his pain anyways. Patient originally stated that he was able to charge his implant recently. Patient attempted to communicate with both his patient programmer (pp) and his recharger (insr) on the call and received poor communication with both devices. Patient stated that when the stimulation was working it was quite annoying and he was dancing in the street. Patient stated that they tried to recalibrate the device like 6 times but could never get it to work correctly. Patient stated he noticed that the stimulation was quite annoying 6 months after his implant and has not used his device since. Patient stated he noticed that he was unable to connect to his implant just recently but did not give a date or time. Patient redirected to hcp.